Event description:
The customer reported instances of blank display. The customer did not feel comfortable wearing the insulin pump, and asked for a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube contact.